Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and static. In addition, multiple intermittent minimum fill notifications occurred after the user filled the cartridge with an unspecified amount of insulin during the load sequence. Customer¿s blood glucose level was 141 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.